Event description:
A male pt contacted lifecor customer support to report that one of his battery packs will not charge more than half way. Support sent the pt a replacement battery.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not charging full was due to a defective battery cell within the battery pack. The root cause of the defective cell was probably due to a high internal resistance. The defective cell was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.